Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes are overfilling past the line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9220391. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-08-08. Medical device lot #: 9260286. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes are overfilling past the line.